Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the samples is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after removal of the needle from the pt. It was noted that the insulation had peeled away from the needle. There was no harm to the pt. The procedure was completed with another needle.